Event description:
It was reported under user facility report no.(B)(4) that "the patient had hardware placed on an unspecified date in 2011. Earlier this year in 2012, the patient presented with complaints of back pain that had increased for the last month. A CT was done and showed a fractured screw and the possibility of another. Then on (B)(6) 2012, the patient was taken to surgery, and the defective hardware was removed." There were no other complications reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.